Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the hcp told them to turn stim off at night and when they they turn stim back on, they get elect rocuted. The patient reported their communicator was not connecting to the handset; they got a 'communicator not found' message. The patient held the button down for 30 seconds but it did not resolve the issue. The communicator had been plugged in when it wasn't c onnecting. During the call, the patient could connect to the implanted neurostimulator. The patient will call back when they can do troubleshooting. The patient said they have called before about something similar see case (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
To resolve the shocking issue, patient made sure to decrease stimulation before turning off at night. That way, when they turned it back on in the morning, it was not as powerful.